Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the received x-rays were reviewed. It can be confirmed that there is a broken nail visible, the nail is broken apart at the blade hole. Product was not returned and no article- and lot number was provided, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient will undergo an open reduction internal fixation of the intramedullary nail on proximal femur revision surgery for a future date, 1-2 weeks. The post-operative follow up x-rays revealed broken long trochanteric femoral nail advanced (tfna). The nail broke at the blade and nail hole. The original date of implant was on (B)(6) 2019. Concomitant devices reported: unknown nail head elements: tfna helical blade (part# unknown, lot# unknown, quantity 1) unknown screws: locking (part# unknown, lot# unknown, quantity# unknown), unknown end caps: tfna (part# unknown, lot# unknown, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).